Event description:
Healthcare professional reports inconsistent act+ results with hemochron elite microcoagulation system during a cardiac ablation procedure. Customer performed comparison testing using a second elite instrument as a reference. The first instrument generated 434 seconds and the reference instrument result was 272 seconds. Another test performed with the first instrument generated result of 389 and the reference instrument result was 258. Target time for the procedure was not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot #a3jac017. H6: actual device evaluated (instrument). Process eval performed. No ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specs. Complaint was not confirmed through the instrument eval. Itc has requesting all data required for form 3500a.